Event description:
The reporter stated that the pump was programmed to infuse 0.7ml oxacillin but infused multidose syringe until empty or 1.9ml oxacillin instead. The pump was stopped immediately, taken out of service, and sent to biomed. There was no pt injury or treatment reported with this event.